Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife insulin was squirting out. The customer then experienced high and low blood glucose. The customer's blood glucose was 300 mg/dl. It was also reported a pump error alarm occurred at the same time. The customer was able to rewind the insulin pump. The insulin pump passed a displacement and self test. The customer's high blood glucose will be treated with a manual injection. It was unknown if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.